Event description:
It was reported that during implant procedure that the right ventricular (rv) lead had high capture threshold. The rv lead was not used and the physician elected to complete the procedure with another rv lead. The patient condition was stable.

Manufacturer narrative:
The reported event of unacceptable capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.